Event description:
Reported alleged obtaining a discrepant blood glucose result of 63 mg/dl on a neonate using the inform system compared back to back with a result of 39 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged obtaining an add'l comparison on another day for the neonate of 88 mg/dl on the inform system, 53 mg/dl on the lab system, and 46 mg/dl on another professional system. Reporter stated that there wasn't any treatment given based on the meter results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.